Event description:
A pt's first morning urine was tested and gave a negative result test was read at the end of assay window. The disc was allowed to sit for 15 minutes and it was noticed the test was positive. A serum was drawn and sent to the hosp for testing and was positive. The beta hcg was equal to 129 miu/ml. The methodology was not known. The pt was 3 days past menses due date. She was seen by an ob/gyn and found to be approx 3 weeks pregnant. No specimen was retained by the account.

Manufacturer narrative:
Results of investigation: the returned reaction discs met acceptance criteria when tested with in-house panels. Without the returned sample, it cannot be determined if the complaint is sample related. Eval complete-final report.